Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external/internal inspection was performed with no issues noted. Temperature was within specifications. The device passed electrical testing. A volumetric accuracy test was performed and the device failed. The cause of the issue could not be determined as the device was in a condition where it was not able to evaluate the device further. The device was scrapped. Should